Manufacturer narrative:
Device passed the functional tests, including the self test, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test. No prime or fill anomaly noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer blood glucose value was 438 mg/dl at the time of the incident. Another blood glucose level was 316 mg/dl. The customer was assisted with troubleshooting for high blood glucose. The customer stated that the does not any symptoms related to high blood glucose. The customer was treated with manual injection. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that the auto mode feature was not active at time of high blood glucose event. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. The insulin pump will not be returned for analysis.